Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message sf101 and revealed the occurrences of system fault error messages sf218 and sf74. Performance testing could not reproduce the device system faults. Based on all available information and previous investigations of similar complaints, the investigation determined that the error messages were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.